Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5097332. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle experienced a clogged/ blocked needle. The following information was provided by the initial reporter: material no: 305901, batch no: 0065211. Prepared syringe for the patient dep injection. Inserted needle into patient's left deltoid and attempted to administer medication. Syringe would not advance, so I removed needle from patients arm. Obtained new needle and was able to administer medication without difficulty. Pt tolerated well and no signs of harm to patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd safetyglide¿ needle experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305901, batch no: 0065211. Prepared syringe for the patient dep injection. Inserted needle into patient's left deltoid and attempted to administer medication. Syringe would not advance, so I removed needle from patients arm. Obtained new needle and was able to administer medication without difficulty. Pt tolerated well and no signs of harm to patient.